Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032326) on 13-nov-2013. The most recent information was received on 02-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("abnormal bleeding") and ankylosing spondylitis ("autoimmune disease: ankylosing spondylitis") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced complication associated with device ("gynecological issues"), infection ("recurrent infections") and vaginal odour ("vaginal odor"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), bacterial vulvovaginitis ("repeated bacterial vaginal infections.") And anxiety ("anxiety"). On (B)(6) 2013, the patient experienced polyp ("polyp") and coagulopathy ("clot formation"). In april 2013, the patient experienced dyspareunia ("pain during intercourse, dyspareunia"). In 2013, the patient experienced the first episode of arthralgia ("knee and ankle pain/joint pain"), gait disturbance ("couldn't walk without a limp") and peripheral swelling ("leg began to swell"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), allergy to metals ("suspected nickel allergy"), ankylosing spondylitis (seriousness criterion medically significant), procedural pain (" painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (mmenorrhagia)"), the second episode of arthralgia ("hip pain, joint pain") and neck pain ("neck pain"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on 11-sep-2013. In 2013, the gait disturbance and peripheral swelling had resolved. At the time of the report, the pelvic pain, genital haemorrhage, complication associated with device, infection, vaginal discharge, allergy to metals, dyspareunia, ankylosing spondylitis, fatigue, bacterial vulvovaginitis and procedural pain had resolved, the vaginal odour had resolved, the vaginal haemorrhage, menorrhagia, polyp, coagulopathy and neck pain outcome was unknown, the anxiety had not resolved and the last episode of arthralgia was resolving. The reporter provided no causality assessment for allergy to metals, complication associated with device, gait disturbance, infection and peripheral swelling with essure. The reporter considered ankylosing spondylitis, anxiety, bacterial vulvovaginitis, coagulopathy, dyspareunia, fatigue, genital haemorrhage, menorrhagia, neck pain, pelvic pain, polyp, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal odour, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: her symptoms mostly resolved except joint pain, fatigue, swelling and is unable to be active diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 31-jan-2013: full occlusion. Polyp or clot formation MRI -2013- on her leg had MRI ankle and knee, diagnosed as having bone marrow edema of ankle and sesamoiditis quality-safety evaluation of ptc: final assessment no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes method: 3323 ¿ no testing methods performed results: 3221 ¿ no results available since no evaluation performed conclusions: 67 ¿ unable to confirm complaint; 92 ¿ device not returned medical assessment the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical bantch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), ankylosing spondylitis, anxiety, polyp, clot formation, hip pain, joint pain and neck pain added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032326) on 13-nov-2013. The most recent information was received on 25-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced complication associated with device ("gynecological issues"), infection ("recurrent infections") and vaginal odour ("vaginal odor"). In 2013, the patient experienced arthralgia ("knee and ankle pain/joint pain"), gait disturbance ("couldn't walk without a limp") and peripheral swelling ("leg began to swell"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), allergy to metals ("suspected nickel allergy"), dyspareunia ("pain during intercourse"), autoimmune disorder ("autoimmune disease"), fatigue ("fatigue"), vaginal infection ("repeated bacterial vaginal infections.") And procedural pain (" painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2013. In 2013, the arthralgia, gait disturbance and peripheral swelling had resolved. At the time of the report, the pelvic pain, genital haemorrhage, complication associated with device, infection, vaginal discharge, allergy to metals, dyspareunia, autoimmune disorder, fatigue, vaginal infection and procedural pain had resolved and the vaginal odour had resolved. The reporter considered arthralgia, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, pelvic pain, procedural pain, vaginal discharge, vaginal infection and vaginal odour to be related to essure. The reporter provided no causality assessment for allergy to metals, complication associated with device, gait disturbance, infection and peripheral swelling with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion fallopian tubes. Quality-safety evaluation of ptc: final assessment. No lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4). Medical assessment. The medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 25-sep-2017: reporter, lab data, product stop date, indication and events pain during intercourse, autoimmune disease, fatigue, abnormal bleeding, pelvic pain, joint pain, repeated bacterial vaginal infections and painful post-operative recovery added incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.